Event description:
The affiliate stated the customer reported false positive troponin I (access® accutni¿) result, for one patient, involving the access® accutni¿ assay used in conjunction with the unicel® dxi 800 access® immunoassay system. An initial result of 0.561 ug/l was obtained and released from the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Results of duplicate retests, on an un-centrifuged sample, produced a value of 0.032 ug/l (reflex). Result of retest, on a centrifuged aliquot, produced a value of 0.036 ug/l, within the normal reference range of the assay. An amended result of 0.036 ug/l was issued to the hospital. The patient's sample was centrifuged at 3,000g (relative centrifugal force) for ten minutes, at 68°f laboratory temperature. The sample was clear in appearance and analyzed from the primary tube. The customer indicated all system parameters (quality control and calibrations) were within specifications at the time of the event. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access® accutni¿ device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.